Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the maverick2 balloon catheter was received with no other devices. There was contrast in the inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflate beyond the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 16mm in length, 2.0mm vessel diameter target lesion was located in the mildly calcified and non tortuous left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was selected to predilate the target lesion and was inflated twice. Upon second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 16mm in length, 2.0mm vessel diameter target lesion was located in the mildly calcified and non tortuous left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was selected to predilate the target lesion and was inflated twice. Upon second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.